Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, organ perforation, and tilt. The patient reported becoming aware of perforation of filter strut(s) into organs, perforation of filter strut(s) outside the ivc, tilt, and fracture, approximately fifteen years and eight months post implant. The patient also reports pinching sensation in the stomach. According to the implant record the indication for the filter placement was morbid obesity with chronic venous insufficiency. The access site was the right femoral vein. A venacavogram was performed and the size of the vena was judged and calibrated to be 22 mm and renal vein was identified at the level between l3 and l4, it was decided to deploy the filter here. It was observed for a few minutes after deployment and there was no migration; after which, the assembly was removed. The groin wound was closed with #3-0 vicryl and a dressing was applied. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and ivc and organ perforation could not be confirmed or further clarified. A pinching sensation in the stomach does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, organ perforation, and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Aware date: 20-july-2021. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 15 years 8 months post implantation. The patient reports perforation of filter strut(s) into organs, perforation of filter strut(s) outside the ivc, tilt, and fracture. The patient also reports pinching sensation in her stomach. The following additional information was received per the patient¿s implant records: the filter was implanted due to morbid obesity with chronic venous insufficiency. The patient was taken to the operating room. Under general sedation, the right groin was prepped with betadine and draped. 1% xylocaine without epinephrine was infiltrated in the right groin. By seldinger technique, the femoral vein was cannulated, guidewire was passed over which the cordis sheath was inserted left at the common femoral and dye was injected, 50 cc, and vena cavagram obtained. The size of the vena cavagram was judged and calibrated to be 22 mm and renal vein was identified and level between l3 ad l4 was decided upon for the cordis. Trapeze filter was inserted after moving the sheath to this level and fired in standard fashion, it expanded well and filled the vena cava well and the cordis was attached. It was observed for a few minutes. There was no migration; after which, the assembly was removed. Groin wound was closed with #3-0 vicryl, dressing was applied. The patient tolerated the procedure well. Sponge count and instrument count were reported to be correct. Blood loss negligible. The patient was given 10,000 units of heparin subcutaneous. The patient is going to receive coumadin 1 mg per day.